Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: circular ablation circ loop catheter, model #: d-1322-14-s, lot #: 15754063l. Lasso catheter, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported during an ablation of atrial fibrillation with the circular ablation circ loop catheter, the procedure was completed with the lasso catheter and the celsius 4mm catheter. After 20 days from the intervention, the patient reported asthenia. At 30 days, gastroparesis (not phrenic nerve paralysis). The event outcome was hospitalization. Additional clarification was requested on the event, but no additional information has been provided.

Manufacturer narrative:
On (B)(6) 2013, updated information was received on the patient condition. The patient recovered from gastroparesis and he has no permanent consequences.(B)(4).